Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation.¿ images were not provided. Medical records were provided and reviewed. Approximately after five years, the patient experienced abdominal pain. CT abdomen/pelvis demonstrated that filter tip tilted towards the left at the renal vein and six filter struts penetrated through the wall of the ivc. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use: warnings: movement, migration, fractures or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Expiry date: 09/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the nose or tip of the filter tilted posteriorly and six of the struts penetrated through ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.